Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon was occurred due to insufficient handing over by the change of facility staff.

Event description:
Olympus medical systems corp. (Omsc) was informed from the local service engineer that after changing the person in charge of the facility, the person in charge of the facility does not check the concentration level of the disinfectant solution every time. Other detailed information was not provided. There was no report of patient injury associated with the event.